Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a code 1102 (primary alarm failed). The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Biomed has advised they have been unable to reproduce the problem. Customer has advised running the unit for 24 hours without reproducing the 1102 diagnostic code. The unit has been placed back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.